Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within the advancer tubing for evaluation. The guide wire cap was not returned with the assembly. Visual examination of the guide wire revealed one kink in the guide wire body in the location over the thumb guide. This part of the guide is not protected in the assembly and since the customer reported the issue before use it is likely that the guide wire became damaged during shipment. Microscopic examination confirmed both welds were present and spherical. The kink in the guide wire body was located at 557 mm from the proximal end. The total length of the guide wire measured to be 603 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.797 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was advanced through a lab inventory ars and 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged." The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The guide wire was returned within its advancer tubing. The tubing showed no kinks or stress marks. The location of the kink was over the thumb guide and not in the advancer tubing. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The md found that the swg (spring wire guide) was bent. The md judged it as a defective product and used new product.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The md found that the swg (spring wire guide) was bent. The md judged it as a defective product and used new product.